Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: review of the device history record found a nonconformance; however, the nonconformance was identified as one that did not affect product integrity or product functionality; therefore, the device was approved for use. The DHR anomaly is not related to the alleged device failure. The returned ipg passed all functional testing. Root cause investigation for pocket heating had been initiated. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt was implanted with an scs system including an ipg on (B)(6) 2009. It was reported that he fell on the ipg site and afterwards experienced overstimulation and a burning sensation whenever his stimulation was functioning. Prior to this incident, the pt also reported heating of the ipg during recharge. Surgical intervention was undertaken to address these issues. Intraoperative testing of the leads found no problems. As such, the physician replaced the pt's ipg and relocated the ipg pocket. Effective stimulation was recaptured as a result of the procedure, and no further complications were reported.